Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a lap nephrectomy, the staple line looked good initially; however, shortly after firing the staple line on the patient side burst open. Assisting surgeon said some of those staples did not look completely formed. However, she did say that the staples on the specimen side looked great and had no issue. As a result of the incident the patient had to be converted to open technique. The patient is doing fine now.

Manufacturer narrative:
(B)(4).